Event description:
It was reported that when inserting a delivery device, the soft rubber insertion and protective cap over the sharp antenna part of the capsule was bent sharply in the wrong direction. The customer did not use the device. There was no patient or user harm.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. Medtronic was notified of the following reported condition - when inserting a delivery device, the soft rubber insertion and protective cap over the sharp antenna part of the capsule was bent sharply in the wrong direction. The customer did not use the device. One fgs-0635 cf delivery dev caps bravo x5 device was returned for analysis. Visual inspection noted that the bravo delivery system was inspected under magnification. Adhesive was noted on the nose of the delivery device. Adhesive was noted at the capsule attachment point and the back of the capsule. Based on the evidence available the reported condition could not be confirmed. It was determined that the most likely cause could not be determined from the information available. Additionally, the investigation detected the unreported condition of adhesive excessive that has no relationship to the reported condition. The root cause of the observed condition was determined to be a result of a manufacturing activity. A process improvement has been initiated to prevent this condition from recurring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.